Event description:
The patient reported they took themselves off of the pump as it was a slow way to die. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).